Manufacturer narrative:
The technician found the camera head was found to have a reportable flickering image malfunction due to a faulty cable and charged coupled device unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed that an asset camera head was returned with no reported allegation of any defect or malfunction associated with the device. Upon inspection and testing, the camera head was found to have a reportable flickering image malfunction due to a faulty cable and charged coupled device unit. There was no patient involvement or harm reported.